Manufacturer narrative:
Corrections - b4: date of this report added, d3: manufacturer address and email address, g1: contact office and manufacturer site, g3, g6: report type additional information - d9: device available for evaluation and returned to manufacturer date, h4: device manufacture date, h6: impact code, method, results, and conclusions, h10: additional narrative, h11. The spinalpak stimulator was received for evaluation. The DHR was reviewed in the product information section. All evaluation results are included in the product evaluation section. The failure was not confirmed for the reported condition of the "pain". The unit was tested and the unit stopped beeping when the dummy load was entered. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. The spinalpak stimulator was received for evaluation. The DHR was reviewed in the product information section. All evaluation results are included in the product evaluation section. The failure was not confirmed for the reported condition of the "pain". The unit was tested and the unit stopped beeping when the dummy load was entered. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. This device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported by that the patient is having a burning sensation while treating with the spinalpak device. The patient stated that she wears the spinalpak device unit 24 hours a day and feels burning on the top of the skin all the way down her neck. The patient has titanium in her neck. The patient stated that she has stopped wearing the unit and is not having pain. The patient called the sales representative and the nurse but not the doctor. The patient will be seeing the doctor on august 1 and will do a time test after speaking to the doctor. It was reported by the patient that the spinalpak device caused what she described as a "burning pain" on her skin. The patient stated that the pain was a 10 out of 10. The patient called the nurse and was told to stop using the unit for a week. The patient stated that she no longer has the burning pain since she stopped using the unit. The patient has a doctor appointment on august 1. The patient stated that she was "shocked" by the spinalpak device and it felt like a bee sting. The patient could not say whether the pain was below the skin or the pain level but did say that the feeling went away after five minutes of rubbing the skin. The patient spoke to the physician assistant who told her that she did not have to use the unit if she did not want to. Nothing was prescribed or recommended. The patient has not been treating with the device.

Event description:
It was reported by that the patient is having a burning sensation while treating with the spinalpak device. The patient stated that she wears the spinalpak device unit 24 hours a day and feels burning on the top of the skin all the way down her neck. The patient has titanium in her neck. The patient stated that she has stopped wearing the unit and is not having pain. The patient called the sales representative and the nurse but not the doctor. The patient will be seeing the doctor on (B)(6) 2023 and will do a time test after speaking to the doctor. It was reported by the patient that the spinalpak device caused what she described as a "burning pain" on her skin. The patient stated that the pain was a 10 out of 10. The patient called the nurse and was told to stop using the unit for a week. The patient stated that she no longer has the burning pain since she stopped using the unit. The patient has a doctor appointment on (B)(6) 2023. The patient stated that she was "shocked" by the spinalpak device and it felt like a bee sting. The patient could not say whether the pain was below the skin or the pain level but did say that the feeling went away after five minutes of rubbing the skin. The patient spoke to the physician assistant who told her that she did not have to use the unit if she did not want to. Nothing was prescribed or recommended. The patient has not been treating with the device.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
UDI related data quality updates only - a supplemental report is being submitted to address the discrepancies between FDA medwatch form 3500a and gudid. Corrections: d1: brand name, d2a: device common name, d4: model number, g4: PMA/510(k)#, h5: labeled for single use additional information: b4: date of this report, g3: date received by manufacturer, h6: evaluation codes.

Event description:
It was reported by that the patient is having a burning sensation while treating with the spinalpak device. The patient stated that she wears the spinalpak device unit 24 hours a day and feels burning on the top of the skin all the way down her neck. The patient has titanium in her neck. The patient stated that she has stopped wearing the unit and is not having pain. The patient called the sales representative and the nurse but not the doctor. The patient will be seeing the doctor on august 1 and will do a time test after speaking to the doctor. It was reported by the patient that the spinalpak device caused what she described as a "burning pain" on her skin. The patient stated that the pain was a 10 out of 10. The patient called the nurse and was told to stop using the unit for a week. The patient stated that she no longer has the burning pain since she stopped using the unit. The patient has a doctor appointment on (B)(6). The patient stated that she was "shocked" by the spinalpak device and it felt like a bee sting. The patient could not say whether the pain was below the skin or the pain level but did say that the feeling went away after five minutes of rubbing the skin. The patient spoke to the physician assistant who told her that she did not have to use the unit if she did not want to. Nothing was prescribed or recommended. The patient has not been treating with the device.